Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine appointment in clinic. The device was unable to be interrogated and suspected to be prematurely depleted. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.